Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for the high blood glucose. The customer stated that they found a bent cannula. Customer does not want to return the set for analysis. The issue was resolved with a set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.